Event description:
It was reported that an asymptomatic patient presented via merlin transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. Patient has yet been seen for these programming changes.